Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that patient developed an infection after the device was removed for ineffective pain relief. Nevro attempted to obtain additional information regarding the nature of the infection but no additional information was available.